Manufacturer narrative:
The explanted device will not be returned for evaluations as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory. This is the final report.

Event description:
A report was received that the pt's precision system was explanted. The pt reported her pocket site opened and got infected. The physician decided to explant the system.